Event description:
The customer reported that their pump screen was not turning on and remained dark. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support attempted troubleshooting steps, including checking the power source and charging the device, but the screen did not turn on. As a resolution, technical support decided to replace the pump. The customer, who does not currently have insurance, was interested in obtaining a new pump and was advised to contact renewals once their medicaid is approved for further assistance.